Event description:
It was reported that shaft pinhole damage occurred. The target lesion was located in a severely calcified and tortuous vessel. A 2.00 mm x 15.00 mm agent dcb balloon was selected for percutaneous coronary intervention procedure. During procedure, a shaft pinhole damage was noted at end tip part. Device was removed in the usual way without any problem. Procedure was completed with different device and no patient complications were reported.